Manufacturer narrative:
Investigation/conclusion: the customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml hcg cutoff urine control and 100 miu/ml hcg urine control; all results were hcg (B)(6) at read time and met quality control specification. There were no false (B)(6) results obtained. Per package insert (pi), false (B)(6) results may occur when the levels of hcg are below the (B)(6) level of the test. " because during the day, the level of hcg is affected by the amount of water impact." Manufacturing batch record review did not uncover any abnormalities. A root cause could not be determined due to insufficient information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.

Event description:
The following information was reported on (B)(6) 2016 by a distributor. A customer in (B)(6) alleged potential false (B)(6) hcg results using the hcg one step pregnancy test strips in comparison to laboratory serum quantitative result of 641 miu/ml. On (B)(6) 2015, a patient was tested four (4) times with the one step pregnancy test and all results were (B)(6). The serum quantitative result was (B)(6) at 641 miu/ml. There was no adverse patient sequela. There was no other information available. (Note: this MDR filing is due to the device being the same or similar as a device available in the united states.)